Event description:
It was reported by service report that the left side rail could not remain latched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Spindle pivot block.